Event description:
It was reported by customer biomed during set-up/outside of therapeutic use- the green check mark on the accept button on nav-ring is not lit up and they are unable to select diagnostic mode. No reports of patient or user harm/njury, this prompted a call to philips technical service. The remote service engineer advised customer to check ribbon cable connector on switch pcb, reattach if needed or replace switch pcb to correct, customer will continue with troubleshooting. This investigation is ongoing.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 10/10/2022, 10/14/2022 and 12/01/2022, however, yielded no response from the customer. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.